Event description:
Airway did not completely hold inflation during patient use. A pinpoint hole was observed while inflating the cuff. Despite this observation, the mask remained in place and tape was put over the hole. The tape held the air for the remainder of the procedure. There was no patient problem or incident.